Manufacturer narrative:
Date of report received: 07 jun 2019. MFR received date: 13 may 2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the barbed fitting. The customer replaced the defective barbed fitting at the exhaust port to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported exhaust vent port failure. There was no patient involvement.